Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Initial reporter - unknown. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified. This is 1 of 2 MDR reports for the same event (see: 3002806535-2013-00086/087).

Event description:
It was reported by patient's legal counsel that patient underwent total hip arthroplasty on (B)(6) 2007. Revision procedure was performed on (B)(6) 2013 allegedly due to pain and increased blood ion levels. This report is based on allegations set forth in patient's complaint and the allegations therein are unverified.